Event description:
Event description cpi received information that this implantable pacemaker (ipm) was exhibiting 8-10 second pauses in pacing output. The patient is pacemaker dependent, with complete heart block, and no underlying rhythm. The patient was sycopal as a result of the no output. The ventricular lead had chronic high thresholds. An invasive procedure was performed, the pacemaker was removed from the pocket, and the leads were tested with a psa (pacing system analyzer). The thresholds were still high, but impedances were stable. The physician decided to explant the generator and cap the ventricular lead. A new ipg and lead were implanted.